Event description:
Report 3 of 3: the customer contact reported that the device delivered more than intended. It was reported that the patient was admitted to the neonatal intensive care unit on an unspecified date. At 0400, the device was programmed to deliver an unspecified 10% glucose solution at a rate of 4.6 ml/hr, with a vtbi (volume to be infused) of 9.2 ml, for a duration of 2 hours, and the delivery was started. It was reported that 20 minutes later, the nurse noted that the delivery was complete. The device was removed from clinical service. The customer contact reported that the patient's blood glucose was drawn and it resulted at 230 mg/dl. No pre-event blood glucose values were provided. The customer contact reported that the patient was treated with an unspecified concentration of saline solution using a replacement device. No programming parameters were provided. The customer contact reported that after an unspecified amount of time, the patient's blood glucose level had decreased to 184 mg/dl. It was reported that at 0700, the patient's blood glucose level was 134 mg/dl. The customer contact reported that the patient's condition was improving. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The technology of the plum xlm list #11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all information known by the reporter upon query by hospira personnel.